Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed back pain and per a nurse, a pressure injury from the lifevest wires. Hospital staff placed a covering on the injured skin. The patient was remeasured and provided better fitting garments. Follow-up indicated that the skin irritation had improved.